Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested. Although several attempts have been made, a medwatch 3500a has not been received. This is the same event as 1043534-2009-00334, and 00336. This report will be updated when the investigation is complete.

Event description:
Allegedly, removed during revision surgery.